Event description:
Reporter states, "revision of a left femoral component implanted in the patient's right femur on 06/13/96. During revision surgery femur fractured requiring implantation of a internal fixation device with a screw."

Manufacturer narrative:
Summary of evaluation: the femoral component could not be evaluated for the rpt'd left/right incorrect installation as it has not been returned for evaluation.